Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. Evaluators burned the unit for 5 hours and it did not turn off by itself. Later another test was performed for 3 hours and no problems noted. They also turned the unit off and on manually several times to ensure that it would. The subject device tested all functions properly. Only minor cosmetic damage was noted on the exterior of the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hight definition lcd monitor was powering itself off during a diagnostic procedure. According to the initial reporter, the staff just had to turn the unit back on each time, and they were able to complete the procedure without any issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon of an intermittent image was unable to be reproduced. As there were abnormalities, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A small scratch was found at the bottom left corner on the back; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.